Event description:
It was reported that the customer received multiple button alarms. Reportedly, there was nothing pressing the button. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.